Event description:
Customer's mother reported a hospitalization due to low blood glucose. Customer gave himself a bolus of 10 units instead of 1.0 units. The paramedics were called to transport customer to hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.